Manufacturer narrative:
Manufacturer narrative: updated sections: e1 reporter name, and h6 health effect - clinical code and device code(s). Corrected data: b5: changed 23mm 9750tfx to 26mm 9750tfx. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Per follow-up according to the physician, there was no allegation that the surgical valve prematurely failed. Based on new information received, this event is no longer considered reportable.

Event description:
It was reported that a patient with a 23mm 2800 aortic valve implanted for 18 years and 9 months underwent a valve-in-valve procedure due to calcification and sclerosis with degenerative severe aortic stenosis, severe regurgitation, and pvl. Patient presented with lower extremity edema and chronic diastolic heart failure. The procedure was performed with a 26mm 9750tfx transcatheter valve. Patient tolerated the procedure well. Patient in stable conditions. According to the physician, there was no allegation that the surgical valve prematurely failed.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 2800 aortic valve implanted for 18 years and 9 months underwent a valve-in-valve procedure due to severe aortic stenosis and moderate regurgitation. The procedure was performed with a 23mm 9750tfx transcatheter valve.